Event description:
The facility reported a pump with a malfunction of a pump head mechanism downstream occlusion. The reported condition occurred during patient therapy and did interrupt patient therapy. There was no patient injury or medical intervention necessary. No additional information is available.

Event description:
It was reported that 14 months after implant, the patient fainted and was admitted to the hospital. Investigation found 2 fractures on the lead, and it was determined the lead needed to be replaced. At present, the patient remains hospitalized, and is not considered stable enough to permit replacement. It was noted that "replacement of lead depends on stability of patient." It was later reported the device stopped working suddenly, patient was connected to an external pacemaker, lead dislodgement occurred, the patient went into a coma for 3 weeks, and eventually died. The device and lead were buried with the patient. The cause of death has been researched, and not received.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
Information received indicates, the head section will rise by itself.

Manufacturer narrative:
(B) (4)there is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and could not confirm the customer reported condition. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software (B) (4) and will be categorized as unremediated.